Event description:
It was reported that while interrogating this device, a safety mode is downloading message was displayed. No adverse patient effects were reported. Due to the limited information received, there is not enough information to determine is this device remains in service.

Event description:
It was reported that while interrogating this device, a safety mode is downloading message was displayed. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that while interrogating this device, a safety mode is downloading message was displayed. No adverse patient effects were reported. This device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that while interrogating this device, a safety mode is downloading message was displayed. No adverse patient effects were reported. Due to the limited information received, there is not enough information to determine is this device remains in service.